Event description:
The micro drill medium straight attachment was sent in for evaluation because it was overheating during a dental procedure. The procedure was completed with a readily available replacement device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Internal corrosion of the device was identified as the probable cause of the overheating reported.